Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported hat an alert for ventricular tachy mode off was received for this cardiac resynchronization therapy defibrillator (crt-d). No further information. To date, the crt-d remains in service. No additional adverse patient effects were reported.